Event description:
It was reported that lead dislodgement was observed. Lead was explanted and a new lead was implanted. No further information available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.